Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed an insulation abrasion at 32.4 cm from the distal end. The location of the abrasion is con- sistent with that of friction to the pulse generator can. The abrasion resulted in an exposed proximal coil which could have resulted in the reported noise.

Event description:
It was reported that the lead exhibited noise. The lead was removed and replaced.